Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2010; 429878 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had a micro-dislodgement into an anterior branch and the threshold measurements were high. It was noted that the lv lead function was poor due to the high pacing thresholds. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity decreased due to lv lead maximum outputs. Multiple attempts for reprogramming were made prior to replacement. The device remains in use and the lead was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.